Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the customer reported malfunction over the telephone. The customer was recommended to replacing the analog interface (ai) printed circuit board (pcb), and to call back if further help was required. Additionally, the tse recommended to replacing the solenoide one valve and swapping the flow sensors to troubleshoot. The customer¿s biomedical engineer reported that she has replaced the flow sensor, and it was generating error codes. The tse suggested for her to reseat the module and the harnesses, and retest the ventilator.

Event description:
It was reported that during testing, the ventilator generated an error which rendered the unit inoperable. There was no patient involvement.